Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging esophageal cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer, but the investigation has not yet begun. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging esophageal cancer. There was no report of medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed that black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. During secondary findings, the manufacturer observed from an external and internal inspection that missing air inlet filter, ui (user interface) knob broken. The air outlet port had dust-like contamination in it. Tan dust-like contamination at the air inlet. Pca (printed circuit assembly) had light dust-like contamination all over the top of it. Dust-like contamination on top of the blower box, blower motor, in the bottom of the blower box and throughout the bottom of the enclosure. Air inlet seal had yellowed and had dust-like contamination on it. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 4 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was an evidence of sound abatement foam degradation and also confirms the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings.